Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reports that two catheters would not deflate when changed. Same patient involved; had to be removed by doctor using epidural needle; patient is fine.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all samples passed 100% inspection. There was no sample returned for investigation. Therefore, investigation was conducted based on current production samples which are same type and same size with the complaint device. Based on the investigation conducted, the balloons were able to inflate and deflate without any abnormalities observed or difficulties faced. There were no products functionality issues observed based on production samples. In current manufacturing process, all foley catheters undergo 100% inspection, inflation, deflation and 30 minutes leak test prior to packaging. Any defective product will be culled out. Therefore, this complaint could not be confirmed.

Event description:
Issue reports that two catheters would not deflate when changed. Same patient involved; had to be removed by doctor using epidural needle; patient is fine.